Manufacturer narrative:
A medical oversight review meeting was held with a medical reviewer, engineering, quality and regulatory personnel to review the complaint x-rays and case details. The medical reviewer observed that the patient is only 4'3" and has some type of metabolic bone disease (osteoporosis, vitamin b deficiency, celiac disease, rickets etc.), which is causing bowing of the femurs on both sides. Her left side was done somewhere else, and it looks like a bisphosphonate related fracture because of the sharp breaking fracture, and he observed it is unlikely to heal in its current state with the pin. Bisphosphonates are medications commonly used to treat osteoporosis but can uncommonly cause atypical fractures, especially in the femur. The patient has thickening of the lateral cortex of the right femur in the middle because of the metabolic bone disease, so the outer cortex is under tension and the medial cortex side under compression, which creates a high stress point in the middle of the femur. A bisphosphonate related fracture classically occurs on the outer cortex side. In the x-rays, there is scalloping and thickening in the lateral cortex in the middle of the right femur, so a fracture may be present in this area, and not only impending. The medical reviewer also stated it could be an atypical femoral fracture (aff). The medical reviewer stated if this were his case, he would have utilized a full length femur plate, and had the illuminoss as supplemental fixation, whereas in this complaint the illuminoss was the primary and only fixation in the middle of the femur where the impending (or actual) fracture was, and very small plates were used distally and proximally. The cause of the broken implant and femur was due to the use of the illuminoss as a standalone implant in the femur at the highest stress point, which is not an indicated use. The illuminoss device is indicated to provide supplemental fixation in the femur, but in this case, in the area of the impending (or actual) fracture in the middle of the femur, the illuminoss was used as the sole fixation method. Medical reviewer also stated that it is very common in cases like this for the implant/femur to break, causing the patient to fall, rather than a patient fall causing an implant break, so he is not certain if the fall actually caused the implant to break. Even if the patient did not fall, the medical reviewer states the construct had a good chance of failing because of the standalone use of the illuminoss in the femur, which is pathologically not normal, and the outer tension side is pulling the bone apart with no supplemental fixation to the illuminoss at the highest stressed point. The implant and femur break are a clean snap, which is consistent with a bisphosphonate related fracture. The revision using two plates was likely performed so one plate could be placed to get bone compression before the larger plate was placed over the entire bone. The conclusion of the medical oversight review is that the cause of the implant and femur break was due to off label use of the illuminoss as a standalone fixation device in the femur of a patient with metabolic bone disease causing the outer cortex of the femur to be under tension, creating a high stress point in the middle of the femur, where no supplemental fixation was used. IFU 900356 states risks include, as with any im fixation system or rod the following can occur: loosening, bending, cracking, fracture, or mechanical failure of the components or loss of or inadequate fixation in bone attributable to delayed union, nonunion, insufficient quantity or quality of bone, markedly unstable comminuted fractures, or insufficient initial fixation. The ifus also states, indications: the illuminoss photodynamic bone stabilization system is indicated for use in skeletally mature patients in the treatment of traumatic, fragility, pathological, and impending pathological fractures of the humerus, radius, ulna, clavicle, pelvis, fibula, metacarpals, metatarsals, and phalanges. The illuminoss photodynamic bone stabilization system can also be used in conjunction with FDA-cleared fracture fixation systems to provide supplemental fixation in these anatomic sites. The illuminoss system may be used in the femur and tibia to provide supplemental fixation to an anatomically appropriate FDA-cleared fracture fixation system. In this case, the illuminoss was not used as indicated because it was used as a standalone implant in the middle of the femur, where the impending or actual pathological fracture was present. Supplemental fixation plates were only used in the very distal and proximal sections of the femur, so the illuminoss was the only fixation device in the middle of the femur where the highest point of stress was. In the us, where this case occurred, the illuminoss is only indicated to be used in conjunction with FDA-cleared fracture fixation systems to provide supplemental fixation, but in this case the illuminoss was providing the main and only fixation in the femur in the middle of the bone where the most stress was, which is off label use. The risk of implant failure and fracture is included as a risk in the labeling. The device was not used as indicated, which caused the implant to break, so the cause of the complaint was due to off label use.

Event description:
Prophylactic treatment of an impending pathologic fracture of the right femur in a short statured female in her 70s was performed using the illuminoss implant and two small plates in the very distal and proximal portion of the femur. 6 weeks post op, the patient experienced a fracture of the illuminoss and femur in a fall. The patient was revised with a dual plate construct and was healing well 6+ weeks post op revision. The event was identified through the surgeon's social media.